Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed x-ray generation warnings and defective frontal cooling unit. The fse checked and found that the oil level was very low in the mrc (maximus rotalix ceramic) tube cooling unit. The fse replaced the mrc tube and fixed the oil leakage issue. The fse also checked around the cooler, oil hoses and removed the tube cover on the clea stand. After the replacement, the system was returned to use in good working order.

Event description:
Philips remote monitoring identified a cooling unit problem on the allura device. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and topped up the oil within the cooling unit. The device was returned to expected functionality.